Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were high out of range. Upon review, it was noted that the patient had received a reverse polarity shock where shocking impedance measured greater than 145 ohms. The patient's cardiac resynchronization therapy defibrillator (crt-d) was checked and reprogrammed at that time. Subsequently, the crt-d was explanted and replaced due to normal battery depletion. Connections between the device and rv lead were checked during the procedure and found to be acceptable. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The patient received a new rv lead and crt-d.